Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this 27mm trifecta valve was implanted in the pulmonary valve position. (This represents off-label use.) On an unknown date, the valve was explanted secondary to valve deterioration. Limited information was provided on a medwatch report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, pulmonary regurgitation and a high gradient were reported secondary to suspected valve deterioration. Per report, a tavr procedure using a melody valve was performed on an unknown date.